Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therap it was reported that that during an unscheduled clinic or office visit  (B)(6) 2021 patient stated that they had an unwanted stimulation in their toes and has tried adjusting ins device down but still having issues. Medtronic representative followed up with patient and helped adjust  patient's program and patient is now feeling stimulation in their bicycle seat region. It was stated that the event was related to the therapy and device but not related to the implant procedure. Last programming of the device was on (B)(6) 2020. The reported event was resolved without sequelae (B)(6) 2021.  No further complications were reported/anticipated at this time.